Event description:
An iskd lengthener broke in situ approximately nine months into the treatment. The patient reached the desired lengthening within the first two months of treatment. It was reported that the patient had a delayed union of the treatment site and was partially weight bearing during treatment. The iskd lengthener has been removed and replaced with a nail.